Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 19 mmol/l. The customer was treated with needles. The customer had nausea, vomiting, abdominal pain, and difficulty in breathing. Customer had alleged that insulin pump was under delivering, because the blood glucose went up. The reservoir will not be returned for analysis.